Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (adjust belt messages, arrythmia alarms, damaged cable) has been confirmed.  Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages, arrhythmia alarms and reported a damaged electrode belt.